Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown: (B)(6) USA has been used as a default.  Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: part number and lot number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of unspecified bd 10 ml syringes experienced foreign matter in syringe or any fluid path component and breaches in sterility. Product defects were noted during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Description: caller states that her facility used a 10ml syringe to re-suspend a collagen product. After 2 weeks, the product was cultured and growth was found. They are trying to determine if there was a sterility issue with the syringe or their technique. She wants to know if there is a possibility that something could have entered the syringe once the package was opened. Informed that individually packed syringes are sterile until the package is opened. If pulling back the plunger to aspirate air prior to pulling up a drug, there is a chance for anything to enter the syringe and cause contamination. Informed that our syringes are approved for immediate use only. Call was disconnected before obtaining any further customer contact information or product information.